Event description:
It was reported that during an unknown surgery, before used on the patient, the package was found damaged. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2026. D4 batch #: unknown. Additional information was requested and the following was obtained: which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? -tyvek seal open was sterility compromised as a result of the packaging damage? -yes attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2026. D4 batch #: a97k7c. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned in its original packaging, which had already been opened. Upon inspection, the tyvek seal showed clear evidence of complete adherence. There were no gaps, voids, or signs of compromise. The seal was uniform and intact, confirming that it had been properly applied without issues. Additionally, photos were provided and they showed the condition of the reported event. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a97k7c, and no non-conformances related to the reported complaint condition were identified.